Manufacturer narrative:
Customer clinical engineering determined problem was due to failure of rubber buffers. Replacement rubber buffers were sent to the customer for repair of the ventilator. The rubber buffers removed from the ventilator will not be returned for evaluation.

Event description:
Respiratory therapist was with the patient when air started to gush out the back of the ventilator. The patient was bagged and the ventilator was switched out. The process took 5 minutes and the ventilator did not alarm. No harm came to the patient, but care was interrupted.